Event description:
The information provided stated that the spectrum catheters were removed from patient. After 0.5 hrs, the patient seemed to get into little shock symptoms and seem to have small convulsions. One of the doctors asked if the reason could be an air embolism. The whole team decided that an air embolism is normally not occurring after removing a cvc. (1820334-2011-00395). One patient expired (when is unknown yet). Autopsy revealed no signs for air embolism and the catheter had no infection signs. Attempts are being made to receive additional information and clarification of the report.

Manufacturer narrative:
Date of death is unknown. Information was not provided by the reporter. Cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. Catalog #: c-uqlm-1001j-lsc-wce-abrm-hc-rd. Expiration date unknown as lot is unknown. (B)(4). Death is addressed in the IFU. Event is still under investigation.